Event description:
It was reported that the promus stent was deployed in the mid right coronary artery during a direct-stenting procedure at 16 atmospheres. The de novo lesion site was mildly calcified and tortuous. An ultrasound catheter used after deployment detected a distal edge dissection, which was covered with another promus stent. No additional adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, the promus stent was implanted via direct stenting, it should be noted that the promus IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.